Event description:
It was reported that the patient experienced pump collapse with an inflatable penile prosthesis (ipp). The device was cycled and burping techniques were done to troubleshoot the ipp but the pump collapse was not solved. A surgical procedure was performed in which the existing preconnected cylinders and pump were removed and replaced. During the procedure no holes or air were observed in the device. There were no patient complications related to the device.

Event description:
It was reported that the patient experienced pump collapse with an inflatable penile prosthesis (ipp). The device was cycled and burping techniques were done to troubleshoot the ipp but the pump collapse was not solved. A surgical procedure was performed in which the existing preconnected cylinders and pump were removed and replaced. During the procedure no holes or air were observed in the device. There were no patient complications related to the device.

Manufacturer narrative:
Product investigation completed. Product analysis was unable to confirm the reported events related to pump collapse. The pump was visually inspected. The pump kink resistant tubing (krt) was worn; no leaks were found. This wear would not affect the functionality of the device. The pump was functionally tested and perform within specification. Product analysis was unable to confirm the reported event. Based on the results of this investigation, no escalation is required.